Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation summary: the affected device was returned for evaluation. Visual inspection performed. Device cracked on right plunger case, top case, and bottom case. Event history log showed "check clutch" error. "Check clutch plunger lever" error was found during occlusion test. The customer's problem was confirmed. The root cause was a combination of the lead screw and both clutch halves that were found old, dirty, and worn out due to normal wear. Replaced lead screw and both clutch halves to resolve the problem. Device passed all the functional tests after repair. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device had a travel coarse error (B)(6). There was unknown patient involvement, and no harm/adverse events were reported.